Manufacturer narrative:
Based on the additional information provided regarding the device, the assessment remains the same; it cannot be determined when the foreign material alleged to be the v.a.c.® simplace¿ ex dressing was placed in the wound. The foreign material was not returned for identification; therefore, solventum is unable to confirm its identity. All end release testing of product and packaging met specifications. The v.a.c.® simplace¿ ex dressing was left in the wound over the manufacturer's recommendations; therefore, this event is being reported due to potential use error.

Event description:
On 31-jul-2024, a device history record review for the v.a.c.® simplace¿ ex dressing lot number a10267v009 was completed. All end release testing of product and packaging met specifications.

Event description:
On (B)(6) 2024, the following information was received by the patient: the v.a.c.® dressing allegedly caused a lot of problems with his wound. On (B)(6) 2024, the following information was received by fax from the family nurse practitioner: upon exam, the patient had a significant amount of retained v.a.c.® simplace¿ ex dressing in the ulcer base which was mostly removed by surgical debridement in the clinic. The v.a.c.® simplace¿ ex dressing was placed 2 days prior by the home health agency. The patient experienced inflammation and delayed wound healing due to the alleged event. She confirmed the patient had a preexisting infection which was being treated with oral and intravenous antibiotics. V.a.c.® therapy was discontinued and is being treated by other forms of wound care therapy. The v.a.c.® simplace¿ ex dressing was not returned; therefore, a device evaluation could not be performed. A device history record review for v.a.c.® simplace¿ ex dressing lot number a07296v005 is pending completion.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign material alleged to be the v.a.c.® simplace¿ ex dressing was placed in the wound. The foreign material was not returned for identification; therefore, solventum is unable to confirm its identity. A device history record review is pending completion. The v.a.c.® simplace¿ ex dressing was left in the wound over the manufacturer's recommendations; therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warning. Never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam placement: always use v.a.c.® dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.® whitefoam¿ dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.